Manufacturer narrative:
The complaint device was returned for evaluation. Visual inspection found no anomalies. Device evaluation identified an spo2 malfunction confirming the reported event. The spo2 connector was refurbished. The front and rear cases were inspected. Diagnostics were ran and all pcbs were tested. The case was checked for damage. The root cause for the reported issue was determined to be a bad solder joint. This type of reported event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the device was still having intermittent spo2 issues. There was no report of patient harm or patient involvement. No additional information is available.